Event description:
Sales representative reported an right side deflation of a tissue expander. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on insert assembly edge side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. Black particles in device outer surface are observed. White particles in device inner surface are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tissue expander "half way deflated due to a small hole on the back seem"

Event description:
Company representative reported on behalf of a healthcare professional a right side deflation of a tissue expander. Device has been explanted and replaced.